Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up. During follow up, it was discovered that the right ventricular lead exhibited variable measurement of the r-wave. A new chest x-ray was completed which showed that the right ventricular lead had lost all of its slack and was not in the originally implanted location. On (B)(6) 2019, the patient presented for a lead revision procedure. When the pocket was implant pocket was opened, the physician noticed that the retaining suture on the implantable cardioverter defibrillator was not there. It was suspected that this caused the lead to lose slack and the device to migrate from the intended implant position. The right ventricular lead was explanted and replaced. The pocket revision was completed without issues. The patient condition remained stable. Related manufacturer reference number: 2017865-2019-14095.